Event description:
It was reported that the customer no long wearing the insulin pump because of delivery issues. Customer stated had issues with a bent cannula and her tubing deformed which resulted to no delivery. Customer had diabetes ketoacidosis episode resulting in 568 mg/dl but did not go to hospital instead she just called for assistance to bring down her blood glucose. Customer stated that the sensor reading was way off by 150 points and had irritation caused by overtape. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.